Manufacturer narrative:
(B)(4). PMA/510(k) number: additional 510(k) numbers - k011028, k013227.

Event description:
The doctor reported that the general dentist cross threaded the implant (tsvwb10) when placing the healing collar (hc453). The healing collar was not completely seated as the doctor did not want to force it. The customer ordered a retooling device in order to rethread the implant.

Manufacturer narrative:
No product was returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there was 1 additional related complaint for this product lot. This additional complaint describes a healing abutment not able to be seated and damaged internal threads of implant. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs 9658 rev 1-01/15. Information identified: healing collars for use with tapered screw-vent, screw-vent and trabecular metal implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter. The top surface of the healing collar is etched with three numbers to reference implant platform diameter, emergence profile diameter and cuff height. The numbers for implant platform and emergence profile show only the initial digit of the related measurement. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. (B)(4).

Event description:
No further event information available at the time of this report.